Event description:
It was reported that the patient was admitted to the hospital with severe tremors. The healthcare provider (hcp) requested dbs rep to check dbs system. The hcp reported the patient was first admitted to the hospital on (B)(6) 2022 for tremors. The patient was discharged and then returned to the hospital on (B)(6) 2022 with severe tremors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.